Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Additional information: section e1: initial reporter updated due to additional information received. Section h6: patient code 2692 changed to 2330 due to additional information received. Section h6: device code 3190 changed to 2993 due to additional information received.

Event description:
Additional information received indicate the pocket was repositioned to provide more comfort for the patient due to discomfort while sitting.

Manufacturer narrative:
Date of event was estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020, wherein a pocket revision was planned but instead the physician opted to explant and replace the ipg. Reason is unknown. Therapy restored post-operatively.